Event description:
Reporter alleged blood glucose measured 518 mg/dl at 8:15am and had no symptoms of high glucose, so took normal dose of oral medications. It was stated at 11:14 am, glucose was 469 mg/dl; however, customer still did not have any high glucose symptoms, so went to the emergency room (ER) 10 minutes away. Reporter stated the ER tested customers' glucose to be 111 mg/dl within 10 minutes of the last glucose result from customer's device; however, no treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.